Event description:
A consultant attended an implant surgery and it was reported that a patient's generator was replaced for eos she states system diagnostics was done outside of the pocket and all ok with 1900 ohms. She states that the surgeon used electrocautery after the 1st diagnostic testing was performed she saw a spark. He remembered that he should not have done that afterwards but the battery on the m105 was saying eos yes on diagnostics at that point. He replaced the m105, sn (B)(4) generator with another m105, sn (B)(4). The explanted generator will not be returned for analysis. User error caused event.